Event description:
A customer contacted beckman coulter inc., (bci) regarding false low sodium (na) results generated by the (b)(4 clinical chemistry analyzer for multiple patient samples. A) customer reported out of the lab thirteen (13) incorrect na results. B) the original specimens were re-tested and higher results were obtained.customer was not aware of any changes to patient treatment.

Manufacturer narrative:
The specimen type was serum.qc was in range before the event.a field service engineer (fse) was dispatched: a) the fse inspected the instrument and replaced several hardware components. B) the fse was called later on due to ise calibration problems. A clear root cause is unknown for this event. A malfunction will be assumed for the purpose of this report.